Manufacturer narrative:
(B)(4) - no patient injury was reported. (B)(4) - valve leaks are not specifically addressed in the IFU. Event evaluation: still under investigation.

Event description:
The physician encountered difficulties during utilization of the zenith renu aaa ancillary graft converter. When he was pulling out the grey positioner from the sheath the device met resistance and it was noticed that the wireguide was kinked. Following this action, it was noted that blood leaked slowly throughout the case. When the physician was pre-testing the captor valve, during opening and closing the valve, he could not hear the clicks or feel the resistance as usual. The case was completed successfully with good placement. Patient is doing good and recovering. From the information provided by the reporter, no additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.